Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross the lesion and the balloon ruptured. The procedure was not completed due to this event. There were no patient complications reported and the patient condition was good. It was further reported that the balloon was inflated twice at nominal pressure for 15 seconds. The device was removed, and the procedure was completed.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross the lesion and the balloon ruptured. The procedure was not completed due to this event. There were no patient complications reported and the patient condition was good. It was further reported that the balloon was inflated twice at nominal pressure for 15 seconds. The device was removed, and the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device. The device failed to inflate due to the pinhole in the inflation lumen found 4mm proximal from the rapid port exchange. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the inflation lumen. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred and the procedure was cancelled. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross the lesion and the balloon ruptured. The procedure was not completed due to this event. There were no patient complications reported and the patient condition was good.